Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. David a. Crawford, md, keith r. Berend, md, michael j. Morris, md, joanne b. Adams, bfa, adolph v. Lombardi jr., md, facs. (2017). Results of a modular revision system in total knee arthroplasty. The journal of arthroplasty, xxx (2017) 1-7. Http://dx.doi.org/10.1016/j.arth.2017.03.076. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-04038, 0001825034-2017-04515, 0001825034-2017-04518.

Event description:
It was reported in a journal article that a patient underwent a subsequent procedure to reconstruct the extensor mechanism. No additional patient consequences were reported.